Manufacturer narrative:
H4: lot manufacture date: november 18, 2020 - november 19, 2020. H10: the device was received for evaluation. Visual inspection along with magnification was performed and a loose particulate matter was observed inside the fill port connector. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred between (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag (near the fill port area). This was identified before use. There was no patient involvement. No additional information is available.